Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. This information was originally reported on 1825034-2015-02940 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article entitled, "minimally invasive unicondylar arthroplasty - eight-year follow-up". This retrospective study demonstrates that minimally invasive uka reduces morbidity, preserves bone, provides high patient satisfaction, and effectively treats unicondylar osteoarthritis a patient was identified in the article that underwent an unicondylar knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to an unspecified complication. The tibia component was removed and replaced. There has been no further information provided and the patient outcome is unknown.